Event description:
According to the reporter: the device did not cause any patient harm. The end of the device broke off and did not fall into patient cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).